Event description:
It was reported to philips that the heartstart xl defibrillator "fails the test and at start up it gives error 8." There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.